Manufacturer narrative:
No button response due to corroded keypad traces. No frozen screen noted. Unable to verify the radio frequency communication or blood glucose meter anomaly due to button/keypad anomaly. The insulin pump received with cracked display window corners, battery tube threads, reservoir tube lip and scratched lcd window.

Event description:
It was reported that the keypad is sticking. Customer went for a walk with the insulin pump located in her bra. The blood glucose reading is 127 mg/dl. The up and down arrows are sticking. The customer is 18 weeks pregnant. Customer stated that the insulin pump is frozen in the menu. Customer stated that the majority of the time the buttons do not work. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.